Manufacturer narrative:
As of 06/19/2024 returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details.

Event description:
On the initial report received by aso on 05/07/2024, the consumer stated that the product caused him skin irritation. On the completed consumer information report (cir) received on 06/07/2024, the consumer states that he used the bandages to cover stitches. After a day, he started to feel a sharp pain where bandage adhesive touched his skin. The skin developed blisters. He was treated by his dr. For the blisters and given a prescription.